Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: right- mentor memorygel 750cc silicone breast implant, catalog number: 3507001bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction revision with mentor memorygel 750cc silicone breast implants which the left side ruptured after implantation. The issue was diagnosed by MRI examination. Patient has a history of breast cancer and implant was for reconstruction, and reason for removal is rupture. As a result patient scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral removal and replacements with silicone implants. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample shell abrasion were observed. Within the shell abrasion, a rupture was noted. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).